Event description:
It was reported that a pt was off vent of several days. Pt went for intermittent positive pressure breathing (ippb) treatment through the vent. High pressure alarm triggered. Rrt noted visual resistance of air through device 9with each breath folds of filter paper expanded where normal air flows without any movement of filter paper). Changed device. Problem resolved. No pt sequelae were reported.